Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. No button error alarm. Minor scratches on lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump and was not able to clear it. Customer stated that she had the insulin pump sitting on the edge of the sink. The blood glucose reading was 131 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.